Event description:
On (B)(6) 2016, boston scientific upsylon mesh was used to repair my pelvic prolapse. Dr (B)(6) (urologist) performed robotic (davinci) sacrocolpopexy to implant the mesh. When I returned home the next day, I had excruciating pain. I was consumed with trying to find an answer to my pain which was located around my tailbone and vaginal area. During the following months, my calendar was filled with dr appts (urologist, urogyn, orthopaedics/spine dr pelvic floor pt, reg pt, spinal injections) only to find no answers. After much consultation and advice, I asked dr (B)(6) to remove the mesh that he had implanted. He said that he couldn't remove it. After doing research and appts with dr (B)(6), on (B)(6) 2017. I was admitted to (B)(6) hosp in (B)(6) and my mesh removal and pelvic floor repaired. To this day, I have chronic pain from the first surgery and it has altered my life drastically. The mesh has caused permanent nerve damage. I do have a picture the product. FDA safety report ID# (B)(4).